Event description:
A malfunction alarm was reported with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisting the customer with the process, and confirmed the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs, and the customer acknowledged understanding of these instructions.